Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that a 3.5 x 28 mm rx xience v stent was deployed in the proximal rca, and a dissection was noted. Two additional xience v stents were implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection is listed in the IFU is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. "However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.